Event description:
It was reported to depuy acromed that a timx screw broke post-operatively. The patient complained of back pain and x-ray revealed the broken screw approximately 6 months after implantation. The patient has healed and the surgeon does not believe that the broken screw is causing the patient pain. The surgeon is not removing the screw at this time. There are no adverse consequences to the patient. The lot number was not available. A complaint history was performed and no other complaints of this type have been reported for this part number.